Manufacturer narrative:
Continuation of d10: product ID neu_recharger_acc lot# serial# unknown implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-nov-21, information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a communication/telemetry failure with an implantable neurostimulator. The patient had not charged the device in approximately two years and was unable to communicate with it. When attempting to start a charging session with a wireless recharger, the power button light turned amber, and code 1713 was displayed on the recharger application. Troubleshooting steps included attempting to reset the recharger by pressing and holding the power button for 30 seconds, which did not resolve the issue. The caller was educated on how to start a physician recharge and confirmed the ability to successfully initiate a physician charging session. The issue remained unresolved, and the caller planned to continue charging with the patient. On 2024-12-16, additional information was received from the manufacturer representative (rep) reporting that on nov-21, they tried to get the battery out of overdischarge for 3 hours and were not successful. The patient has elected to get the battery replaced by their doctor in missouri. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID: wr9200. Serial#: unknown. Product type: recharger. Correction: g4. Previously missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.